Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 254 mg/dl. Reportedly, the customer's mother delivered a bolus. It was reported that the mother always delivers the bolus for the customer as the customer is a child. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing. Reportedly, the contact did not remove air from the cartridge prior to loading the cartridge onto the pump. The contact filled tubing and air bubbles were primed out.